Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the coronary artery. A 10mm x 3.50mm flextome¿ cutting balloon¿ was selected for use. During the procedure, it was noted that device was unable to cross the target lesion. It was then delivered along a non-bsc catheter and inflation was performed but the balloon did not inflate. When the device was removed from the patient¿s body, it was noted that the balloon was ruptured. The procedure was completed with a different device. No patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was unfolded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied when liquid was observed to be leaking from a balloon pinhole 1mm distal to the distal edge of the proximal marker band. An examination of the balloon material identified no issues which could potentially have contributed to this complaint. The markerbands, blades and tip section of the device were visually and microscopically examined and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination identified multiple kinks along the length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the coronary artery. A 10mm x 3.50mm flextome cutting balloon was selected for use. During the procedure, it was noted that device was unable to cross the target lesion. It was then delivered along a non-bsc catheter and inflation was performed but the balloon did not inflate. When the device was removed from the patient¿s body, it was noted that the balloon was ruptured. The procedure was completed with a different device. No patient complications reported.